Manufacturer narrative:
The actual device has been returned to the for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. A search of the complaint file did not find any other report with the involved product code/lot# combination.

Event description:
The user facility reported that the anchor did not position properly after deployment. During controlling hemostasis, everything was pulled out of the patient. It was reported that nothing was left inside the patient. Manual compression was performed to successfully close. There was no harm to the patient.

Manufacturer narrative:
One used 6fr angioseal vip device was returned for evaluation. No accessory components were returned. Visual inspection revealed a blood like substance along the length of the sheath. The collagen could be found tamped at the distal end of the fully exposed tamping tube. Both the clear and the black compaction markers were fully visible from the carrier tube assembly. The hemostatic sheath was properly mated with the deployment sleeve. The deployment sleeve was in the forward lock position with the color bands fully concealed. Microscopy was used to determine if the anchor was still present in the collagen. Under microscopy, the anchor could not be observed and the collagen could be seen over tamped. The complaint could be confirmed for anchor detachment due to over tamping of the collagen. The fully exposed black compaction marker along with the microscopic images of the collagen indicates that the collagen was over tamped. The IFU indicates that tamping should not expose the distal end of the black compaction marker if hemostasis has been achieved. Over tamping of the collagen has been known to cause anchor detachment, which would have led to the pullout that the use experienced. Additionally, based on the evaluation of the device, the device cap was not placed in the rear lock position per the IFU instructions. IFU states "once the anchor has been deployed correctly and the device cap has been locked into the rear position, slowly and carefully withdraw the device/ sheath assembly along the angle of the puncture tract position the anchor against the vessel wall" and "once hemostasis is achieved do not tamp to intentionally go beyond the distal end of the black compaction marker." There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.